Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported the device was replaced on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was having problems with the implant because it would turn off on its own. The patient stated that the device was reprogrammed and it worked for a while but it got worse. The patient thought it was the cold making her arthritis worse but it wasn¿t. The patient was going to follow-up with the healthcare provider and contact the manufacturer representative. The indications for use were spinal pain and failed back surgery syndrome. Additional information received from the consumer reported that there was no change in their activity as they exercised five mornings every week and had the program checked. It was determined that the program was on an on/off schedule which was not the original setting. The patient was still waiting to see the healthcare provider to see if they would put in the updated device. The issue had not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via manufacturer representative from a consumer regarding the patient. It was reported that the device works sporadically throughout the day and it is difficult to charge. Troubleshooting and diagnostics that were performed were not provided. The health care provider is planning on replacing the battery; however, the surgery has not yet been scheduled. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were having problems with their implantable neurostimulator (ins), as it would turn on and off by itself. The patient stated that it would be very painful when the ins shuts off and stays off. The patient mentioned that they would unable to turn the ins back on and that the therapy turning on/off by itself caused them no pain relief. It was noted that the issue started about a year prior to the date of this report and occurred again two weeks ago. The patient wanted to meet with a manufacturer representative to set up a time to replace the ins. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the ins (serial#(B)(4)) found no significant anomalies and the ins passed all functional testing. If information is provided in the future, a supplemental report will be issued.